Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with an electrode belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was and unseated electrode belt connector from the j1001 connector on the ca board. The root cause for the unseated connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was not communicating with an electrode belt.